Event description:
Device issue: stent migration. Time of device issue: during the procedure. Adverse event: none. It was reported via a trial that during the procedure in the left internal carotid artery the xact stent system was unable to advance past the heavily calcified lesion until the vessel was dilated with an unspecified balloon. After lesion dilatation, the xact stent was re-inserted and deployed; however, the stent was found to have jumped slightly forward after deployment requiring the implantation of a second xact stent. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with all relevant information.